Manufacturer narrative:
Internal report # (B)(4). Product not returned for evaluation. Call disconnected. No replacement product at this time. Most likely underlying root cause: mlc-18 user has high glucose value. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for hi blood glucose results. Mother: (B)(6) is calling on behalf of the customer. The customer is concerned with the result of hi. The expected fasting blood glucose test result range is undisclosed. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is also undisclosed. The meter memory was not reviewed for previous test result history. Call was made by the mother of the user who stated that her daughter was getting a hi reading. Mother was asked if her daughter had any symptoms like increased thirst/urination/fatigue or blurred vision and was told "no". I was not able to get the serial # for the meter because mother was unable to read it and when I tried to get the test strip lot # to make sure the test strips being used were correct the call was disconnected. I tried to call the mother back at least 4 times but continued to get a voicemail. I did leave the mother two voicemails stressing that I needed to know that the daughter did not require medical attention and that if she did it is because the daughter has readings that exceed 600mg/dl.